Manufacturer narrative:
The insulin pump had a black shadow on the display due to a warped and uneven liquid crystal display circuit board. No cosmetic damage was noted.

Event description:
The customer stated that the background on their insulin pump is dark, and there is an outline around the text on the display screen. Customer's blood glucose level at the time 125mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.